Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01768. It was reported cardiac tamponade occurred. An intellamap orion¿ mapping catheter and an intellanav mifi oi ablation catheter were selected for use during a pulmonary vein isolation re-do ablation procedure. Tamponade was identified following the procedure. The patient was stable following a pericardial puncture. The physician indicated the tamponade was ¿probably¿ related to the intellanav mifi oi.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the returned device revealed no abnormalities. Continuity checks revealed no electrical opens or shorts. All electrode, thermistor, and magnetic sensor resistances measured within specification in the straight, right curve, and left curve configurations. The steering knob and tension control knob functioned properly in both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated and both the right and left curves passed testing. Ablation was verified using a maestro generator and metriq pump and was found to be within specification. The returned device passed all relevant testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01768. It was reported cardiac tamponade occurred. An intellamap orion mapping catheter and an intellanav mifi oi ablation catheter were selected for use during a pulmonary vein isolation re-do ablation procedure. Tamponade was identified following the procedure. The patient was stable following a pericardial puncture. The physician indicated the tamponade was ¿probably¿ related to the intellanav mifi oi.